Event description:
Customer reported a lost sensor alert and an inappropriate threshold suspend alarm. The blood glucose reading was not given. Customer declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.